Event description:
During preparation of the cypher sds for use in a percutaneous coronary intervention, the physician was unable to draw negative. A hub crack was identified. The device was not used in the pt.